Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced red cell hang up. This event occurred twice. The following information was provided by the initial reporter. The customer stated: the customer states that when this lot number of sst blood tubes are centrifuged, a ring of whole blood remains above the separating gel and the serum at the top of the tube. The customer has indicated that the used samples are contaminated and therefore will not be able to supply them; I have requested unused/uncontaminated samples from the same lot and aim to forward these on to you in due course.

Manufacturer narrative:
The following fields have been updating after correction. It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced red cell hang up. This event occurred twice. The following information was provided by the initial reporter. The customer stated: the customer states that when this lot number of sst blood tubes are centrifuged, a ring of whole blood remains above the separating gel and the serum at the top of the tube. The customer has indicated that the used samples are contaminated and therefore will not be able to supply them; I have requested unused/uncontaminated samples from the same lot and aim to forward these on to you in due course.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced red cell hang up. This event occurred twice. The following information was provided by the initial reporter. The customer states that when this lot number of sst blood tubes are centrifuged, a ring of whole blood remains above the separating gel and the serum at the top of the tube. The customer has indicated that the used samples are contaminated and therefore will not be able to supply them; I have requested unused/uncontaminated samples from the same lot and aim to forward these on to you in due course.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-11-23. H.6. Investigation summary: bd received 5 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for red cell hang up was observed. A complaint history review was performed and revealed a confirmed complaint trend for certain sample quality issues. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang up based on the trend identified and the photos provided. A corrective and preventive action was created to address the issue.

Manufacturer narrative:
Initial reporter phone: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced poor separator movement. This event occurred twice. The following information was provided by the initial reporter. The customer stated: the customer states that when this lot number of sst blood tubes are centrifuged, a ring of whole blood remains above the separating gel and the serum at the top of the tube. The customer has indicated that the used samples are contaminated and therefore will not be able to supply them; I have requested unused/uncontaminated samples from the same lot and aim to forward these on to you in due course.